Manufacturer narrative:
Batch review performed on 18 february 2021: lot 183536: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 18 february 2021: reverse shoulder system 04.01.0118 humeral reverse hc liner ø32/+6mm (k170452) lot. 179977 lot 179977: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere which was occurred when the patient had a muscle spasm. 2 months after primary the surgeon revised the glenosphere, metaphysis, and liner. The surgery was completed successfully. The surgeon revised the metaphysis only to obtain room to access the glenoid for removal.